Manufacturer narrative:
Unit has not yet been returned to MFR for evaluation. Medwatch filed in advance of evaluation in the event that the loose part inside of the unit is a conductive component. Conductive components near a heater triac have a potential of shorting the heater power supply triac and applying full power to the heaters, resulting in over-temperature fluid delivered to the pt. Follow-up will be filed as necessary based upon investigation results.

Event description:
It was reported that the unit had a loose part inside of it. No pt involvement or adverse consequences reported. Rental (B)(4) reported to have loose part inside unit/when you shake it you hear something inside. No signs of exterior damage. Returning rental. Customer does do want replacement unit.